Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, a4, a5, a6, b1, b3, b5, d2, d2a, d2b, d3, d4, d6a, d6b, e1, g1, g2, g4, h3, h4, h6.

Event description:
Healthcare professional reported right side rupture. Patient later reported "pain, tension, hardening, capsular contracture baker grade iii, and suspected rupture". Device has been explanted.